Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.

Event description:
The pt was revised, due to pain. The insert had very minimal wear.